Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, the suspect strips have been discarded and will not be returned.